Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy.